Manufacturer narrative:
Initial and final MDR (B)(4). E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient encountered three infusion set cannulas kinked events within 3 hours of insertion on (B)(6) 2024. The infusion set was in use for few hours. The site of insertion was abdomen. The patient takes correction bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.